Event description:
Ivad was noted to be leaking by mother of patient. Nurse quickly entered the room and found a leak/crack in the ivad tubing. The crack occurred above the plastic connection that exits into the patient. The ivad was flushed with heparin, deaccessed and then reaccessed. Fortunately, this did not occur during the child's chemotherapy administration.device #1is this a laboratory device or laboratory test?no.